Event description:
The cle note: "capped unusable sjm ra lead/lv latency run lv thresh voo/ slim at higher outputs. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).